Event description:
A hospital reported that the cosycot infant warmer had a crack in the leg. After further inquiry by the fisher & paykel healthcare field representative, it was believed that the crack was around the right front leg castor and possibly from an impact. However, recent additional info has since revealed, it was to the rear left leg of the warmer. No pt consequence was reported.

Manufacturer narrative:
The base of the device was not returned and has since been accidentally discarded by the hosp, when the base was replaced. Info provided is based on the event description and previous experience. Results: the base of the cosycot warmer consists of 4 protruding legs with casters on each. The hospital stated that the rear left leg was broken on the cosycot infant warmer. Conclusion: cracks to the rear leg base region of the cosycot infant warmer are known to occur when it has been overloaded; however, this could not be confirmed. A warning label applied to the cosycot column states that the total weight of the device, including accessories and pt, should not exceed 115 kg. A correction was done informing the users of the maximum weight for the cosycot infant warmer and to inspect the bases of their cosycots.